Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: vyaire medical was not able to duplicate the customer's reported issue during testing and evaluation, however, a review of the event trace log indicated that the reported event was last logged on (B)(6) 2018. Vyaire medical replaced the main board as a precaution.

Event description:
It was reported to vyaire medical that after powering on the ventilator, the ventilator started alarming "vent inop". There was no patient involvement associated with this reported event.